Manufacturer narrative:
A united states (us) customer contacted siemens customer care center to report falsely elevated aptt (activated partial thromboplastin time) sec results that were obtained on one patient sample on the cs-2500 instrument. The documents provided do not show any analyzer, software, reagent or assay issue. All qc results were found within their ranges on the day the patient sample was measured. The result difference was obvious after re-centrifugation, so most likely refer to sample specific behavior. System works as specified. Customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported the observation of a falsely elevated aptt (activated partial thromboplastin time) results obtained on one patient sample measured with dade actin fsl activated ptt reagent on a sysmex cs-2500 system compared to the repeated results. The erroneous result was initially reported to the physician but corrected by the lower repeated result. There are no known reports of patient intervention or adverse health consequences due to these discordant results.